Manufacturer narrative:
Continuation of medical devices: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 27-mar-2016, UDI#: (B)(4); product ID: 3777-45, serial/lot #: (B)(4), ubd: 27-mar-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the leads will have periodic surges of extra stimulation. The environmental and external factors noted that may have led to or contributed to this issue was noted as elective impedance issues. An impedance test found that three electrodes in different leads were greater than 10,000 ohms. All programming was on these electrodes. The manufacturer representative attempted to reprogram around these electrodes; however, this was not successful. The leads are bad. The health care provider is going to replace the whole system with an MRI compatible system on (B)(6) 2018. There were no further complications reported or anticipated.